Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) hospital. Due to characterization limit e1 event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cs100 had autofill failure alarm. No patient involved.